Event description:
The device was used during a thoracoscopic bullectomy. Reportedly, the staples did not form properly and the device did not cut. The surgeon resected the tissue at the application site to complete the procedure. The hosp has reported no pt injury occurred.